Event description:
A customer reported via phone call indicating that they could not get the icon on their pump to darken. The customer realized that when they removed the sensor that only the tip of the sensor was showing. The patient's blood glucose level was unknown the time of the call. The customer was sent a replacement sensor.